Event description:
Hcp reports patient presented in june of 2006 with signs of infection including redness, pain, incisional wound opening and device pocket erosion. It is unknown if perioperative antibiotics were administered and the patient does not have meningitis. The site of the reported infection was the device pocket. It is unknown if cultures were obtained. The hcp indicated that both IV and oral antibiotics were administered and partial device system explant was performed. The product was retrieved but has not been returned to the manufacturer for analysis. Additional information provided by the patient shows the ipg eroded through their skin causing a wound opening that seeped and resulted in the infection. The hcp reports the patient infection has subsequently resolved.